Event description:
It was reported that the implantable neurostimulator (ins) was flipped. As a result, the ins became overdischarged. The patient underwent revision surgery to secure the ins in the pocket. They were going to wait 2-3 weeks before recharging.